Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving dilaudid (hydromorphone) (1.5 mg at .23552 mg/day) and bupivacaine(30 mg at 4.71045 mg/day) via an implantable pump. It was reported that the patient presented to the emergency department secondary to worsening pain on (B)(6) 2023. The patient also experienced alternating between sweating and experiencing chills. The patient presented to the clinic same day and reported severe lower extremity pain without relief following personal therapy manager activations, shakiness, cold sweats, and a fever. The patient also felt like her pump had migrated. A catheter access port (cap) dye study was performed and the catheter could not be aspirated, and the catheter tip had migrated from dorsal to ventral. A revision was planned. As of (B)(6) 2023, the patient was started on oral oxycodone, clonidine and baclofen. On (B)(6) 2023 the patient had denied further symptoms of withdrawal which otherwise improved, but they continued to experience shakiness and taste medication. On (B)(6) 2023, the patient indicated they were no longer experiencing symptoms of withdrawal and their pain had significantly improved. No action was then planned. The device diagnosis was catheter dislodgement and the clinical diagnosis was intrathecal opioid withdrawal. The patient's weight was 121.6 lbs. The outcome of the event was unresolved with no further action planned. Regarding etiology, there was a causal relationship of the event to the device/therapy but was unrelated to the implant procedure.

Manufacturer narrative:
Continuation of d10: product ID 8781 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 13-jan-2024, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.